Event description:
(B)(6) from the hospital reported to (B)(4), sales rep, that "during a surgery, the tip of the screwdriver fractured." There was no delay and no adverse consequences for the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. A material analysis concluded that the lower universal joint failed due to a torsional overload with the final fracture occurring from an overload condition in a ductile manner. No material or manufacturing defects were observed on the fracture surfaces examined. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 1 other event for the lot referenced. A review of the trending project folder indicates that an existing, valid, trend analysis has been performed on this product and issue. The investigation concluded that broken tip of the universal driver shaft tip was caused by over tightening the screw. No material or manufacturing defects were observed. If additional information becomes available this investigation will be reopened.

Event description:
(B)(6) from the hospital, reported to (B)(4), sales rep, that "during a surgery, the tip of the screwdriver fractured." There was no delay and no adverse consequences for the patient.